Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient was seen the week prior to the report and is doing well at their post-operative appointment with no signs of infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for failed back surgery syndrome and spinal pain. The patient reported having tenderness, redness, and some drainage from their implantable neurostimulator (ins) site beginning on the friday prior to the report. The patient stated that their wife treated the incision with medicated wipes, applied bacitracin, and covered the area. It was noted that the patient denied any fever. The patient indicated that they were feeling better by sunday prior to the report. It was noted that the incision was closed on the day of the report, and no drainage was present. However, the patient did still have some tenderness as the doctor palpated around the incision site. The doctor was going to order the patient to take an oral antibiotic, and closely follow the patient. A possible infection at the ins site was noted. It was also mentioned that the patient did charge the ins already, although the rep had instructed them not to until 10 days post-implant. The issue was not resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.